Event description:
Autoimmune disease developed from my breast implants leaving to a terminal lung disease and heart failure. I also developed gbs that paralyzed me because of my compromised system. I have been in pain and suffering since the first year I had my implants in 2009. It wasn't until recently I realized they were the cause of my issues.